Event description:
Consumer called to report accuracy issues with their meter analysis run on clark error grid using mean avg reading (303) as ref. Point vs. Bd readings of 500, 220, 190 yielded data points in the c zone of the grid, outside of acceptable limits.